Manufacturer narrative:
.

Event description:
New information received notes that the patient presented to the hospital after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. Normal follow-up will continue.

Event description:
It was reported patient presented in clinic for follow up. Device was post-paced t-wave oversensing on ventricular channel. Patient was asymptomatic. Programming changes will be made when patient returns for follow-up appointment.